Event description:
In preparation for a coronary drug eluting stenting treatment procedure the stent strut was flared, upon opening the package of a taxus express2 2.50x12mm drug eluting stent it was noticed, outside the pt, that the stent strut was flared. The physician completed that case with another device. Pt condition was reported as ok.